Event description:
Warmer liner used in surgery to warm irrigation fluid. At the end of the procedure, surgery was completed and the room was being broken down, then a hole in the drape was found. It is undetermined if the hole was caused because of a defect in the drape or if the equipment became too hot. We have removed that piece of equipment and sent it to the clinical engineering department for further evaluation. It is unknown if it caused any patient injury. Diagnosis or reason for use: surgery - irrigation fluid in the abdomen.